Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, fifteen minutes post device deployment the pt was noted to have lost her pulses distal to the puncture site. The pt was taken directly to the operating room where a thrombectomy was performed. The diagnosis listed on the surgical pathology report identifies the intraluminal contents as atherosclerosis with calcification; also identified was the presence of an "internal flap". The surgical notes do not mention the angio-seal device. The pt was discharged with no device-related sequelae.